Event description:
Rn placed catheter in pt for longterm antibiotic therapy. While flushing with saline and immediately after insertion, pt complained of nausea, severe chest and back pain, followed by face and neck flushing. Previously normal temp rose to 101 degrees f. Pt became tachycardic with rigor and increased respiratory rate up to 30 b/min. Pt was treated with IV demerol and benadryl and the catheter was discontinued. Symptoms subsided gradually over 1 hr after catheter removal. Cbc was drawn. An EKG and a cxr was done and both were wnl. Pt was already in a step-down unit where the md was immediately on hand. The rptr informed the MFR of the incident and was asked if the saline used had any preservatives that the pt may have reacted to. Rptr researched it with hosp pharmacy and found that benzyl alcohol was present in the saline but allergic reactions to this agent are different than the symptoms exhibited by her pt. The research info on benzyl alcohol reactions was obtained through the research division at her facility. The device was discarded.